Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using a bd autoshield duo pen needle 30gx5mm, the needle did not retract and a nurse obtained a contaminated needle stick injury. It is unknown if medical interventions were provided, but the nurse stated that he/she would seek medical treatment at his/her establishment. No additional information was provided about this incident.

Manufacturer narrative:
Results: twenty five sealed samples were returned for evaluation. All returned samples were examined and no defects were observed on any of the samples. All samples were also tested and all were able to activate properly with no observed defects. The inner, outer, and np shield activated properly and the red band was visible after activation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5091909. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.